Manufacturer narrative:
UDI not available as the serial number is unknown. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead (only distal portion) was returned in one piece measuring 57.2 cm with external insulation abrasion breaching the superior vena cava and ring electrode cable lumens at 44.7 ¿ 46.8 cm from the distal tip. The cause of external insulation abrasion is consistent with friction to device can. No conductor fractures or internal shorts were found.

Event description:
This report is to advise of an event observed during analysis.